Manufacturer narrative:
As reported, found small hole in the capsure package. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents the capsure (device #1). An additional MDR was submitted to represent the capsure (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, when opening both the capsure products (device #1 & device #2), the scrub nurse noticed a small hole on the inner packaging with the products sealed completely. The devices have not been used and another device was used to complete the procedure.

Event description:
As reported, when opening both the capsure products (device #1 & device #2), the scrub nurse noticed a small hole on the inner packaging with the products sealed completely. The devices have not been used and another device was used to complete the procedure.

Manufacturer narrative:
As reported, found small hole in the capsure package. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. H10: addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The reported event cannot be confirmed due to the as received condition of the sample. A review of the product packaging for alleged hole in sterile barrier could not be performed. The inner sterile packaging and the product carton were not included with the capsure device returned from the customer. This supplemental MDR represents the capsure (device #1). An additional supplemental MDR was submitted to represent the capsure (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.